Manufacturer narrative:
Concomitant medical product: c4tr01 ipg; 693558 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was capturing intermittently when the patient presented to the clinic. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.